Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with damage/dirty found on strip connector of the meter. The root cause is foreign material on strip connector. Manufacturer contacted customer within 24hours for knowing customer's condition;customer informed symptoms are the same,customer informed her doctor told her at the past that is effect of the medication (customer diagnosed with fybromyalgia). Customer denies medical attention. Manufacturer tried contact customer with follow up phone calls, unable to talk to customer.

Event description:
Customer complains of an e5 error message.customer states the error message appears as soon as the strip was inserted. Confirmed the strips are stored properly. Customer reported feels fatigued but states does not know if it is due to diabetes or fibromyalgia. Customer states the normal range is 125-140mg/dl. Verified the strips expire 7/31/2018. Customer confirms the strips have been properly stored and were first opened 3/8/2016. Customer has had frequent urination, excessive thirst, and blurry vision. Customer denies need for medical attention at the time of call. Customer verified she is using the proper testing technique. Customer normal range is 125mg/dl-140mg/dl. Customer confirms that there was no adverse event related to this issue. Reviewed meter memory: (B)(6). Error message e-5 appears as soon as strip is inserted.